Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutnl results for two patients above the acute myocardial infarction (ami) cutoff generated by the access 2 immunoassay analyzer. The samples were repeated and lower results were obtained. The elevated results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior and post the event. Service was dispatched; however, service notes are not available. A clear root cause is not determined for this event.